Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was not able to be interrogated prior to the procedure. The procedure was completed with other back up device. There is no patient involvement.